Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a low blood glucose level of 50 mg/dl. It was not noted how the customer treated the low blood reading. Customer also mentioned that they need a replacement for broken belt clip. The insulin pump was not replaced or returned for analysis.